Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Event description:
It was reported the camera head " stops working and shows error e216 and despite cleaning connectors it does not work". There was no patient impact, no harm reported due to the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6 this report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error e216 occurring and screen turns green intermittently. Based on the results of the investigation, it is likely that the following led to the malfunction: conclusion/a definitive root cause cannot be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): error message camera head communication error ·possible cause the communication between the endoscope and video system center has failed. ·solution immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again .if the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Warning-if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head " stops working and shows error e216 and despite cleaning connectors it does not work". There was no patient impact, no harm reported due to the event.